Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right atrial (ra) lead was unable to be fixated. The ra lead was not used and was replaced. No patient complications have been reported as a result of this event.